Event description:
It was reported that during an implant procedure the patient had dura tear. The spinal cord stimulation (scs) lead was secured, and blood patch was performed. The physician prescribes a postoperative medication. The patient was doing well.

Manufacturer narrative:
Block d4: (UDI) detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.